Manufacturer narrative:
Corrected information on follow up 3: inspection was checked in error and notification should have been checked instead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Interrogation of the pump upon receipt indicated that the pump was delivering hydromorphone (3.0 mg/ml at 1.6541 mg/day), bupivacaine (10.0 mg/ml at 5.514 mg/day), and clonidine (220.0 mcg/ml at 121.30 mcg/day). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the pump was replaced. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication; stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported pump stall occurred. There were no known environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the office read the logs and it showed stalls occurred. Surgical intervention did not occur but was plannd and was scheduled for (B)(6) 2019. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.